Event description:
It was reported to the manufacturer, by the end user, per the end user, that during a conversation with the distributor that purchased the equipment, distributor delivered equipment on 07/01/2024 and trained end patient on functionality. On (B)(6) 2024, patient's father called delivery technician and reported that the patient fell out of the bed overnight and the bed needed to be picked up. Complaint #(B)(4) and ra #84095501 has been entered into our system. As of this writing, the units have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.